Manufacturer narrative:
The device was returned and evaluated. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause could not be conclusively determined.

Event description:
It was reported that approximately one month after implantation of an intraocular lens (iol) into the left eye (os), the patient complained of halos and ghosting images. Approximately one and a half months after onset of symptoms, yag was performed for blurred vision, glare and dysphotopsia, but symptoms did not improve. Approximately five months after implantation, the iol was exchanged with a different model iol, with a difference of 3.5 diopters. As of the 1-day post-exchange exam, patient is reportedly doing well.